Event description:
The customer reported an issue with the touchscreen not responding to input, with the screen appearing frozen. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for a pump reset, which the customer performed successfully, resolving the issue and allowing interaction with the pump screen.